Manufacturer narrative:
The customer's reported problem was internally investigated by merge healthcare. The system is designed to allow users to lock a study or tab within the study to make changes. This ensures that two users cannot make changes to the same study at the same time. However, in some instances the system will lock tabs within a study even when a second user does not have the study open on a different workstation. Merge healthcare has identified this as an issue and has executed a recall to address this as a potential risk due to delay in treatment. This phantom locking issue has been corrected in hemo 10.0 software release.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that all tabs were locked out on a patient's study in the hemo application and the medical staff could not edit them. This resulted in ~5-10 minute delay. Depending on which tab is locked, it could prevent a calculation from computing correctly if the patient's data, such as height and weight, are in a locked state. It could also prevent the patient study from promptly being confirmed. This could pose a potential risk to the patient caused by a delay in treatment. However, it was confirmed that merge healthcare resolved the problem by accessing the database and resetting the locked tabs so that they became editable after replication. The customer did not allege or indicate that the patient was at risk of serious injury. To date, merge healthcare has not received allegations of a serious injury because of this reported problem. (B)(4).